Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified external iliac artery. The physician advanced the wanda pta balloon dilatation catheter to pre-dilate the lesion. The balloon was inflated once to 7 atms. Next, the balloon was inflated to 10 atms and ruptured. The physician completed the procedure with a different device. No patient complications were listed and the patient's status was reported as 'good'. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)